Event description:
On (B)(6) 2007, an ipp was implanted. It was reported that on (B)(6) 2011, "65ml res [reservoir] has been in bladder since (B)(6) 2007. Procedure had to remove and place new res [reservoir] in correct position." No other info has been provided.